Manufacturer narrative:
The device has been replaced.

Event description:
It was reported that the cot fastener could potentially cause the cot to disengage from the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.